Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following a cataract extraction with intraocular lens (iol) implant procedure, the patient experienced blurred vision far and near. The lens was explanted in a secondary procedure after 2 months of initial implantation. Additional information has been requested.

Manufacturer narrative:
The lens was returned, in a specimen cup. Solution was dried on the lens. The optic was cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted, due to the extensive optic damage. The file indicated, the use of a qualified company cartridge, with an unspecified handpiece, and a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. The power and resolution of each lens is 100% evaluated, during the manufacturing process to determine acceptability, per model and diopter. The replacement lens information was not provided. The manufacturer internal reference number is: (B)(4).